Event description:
It was reported by the aci distributor that a male pt underwent a coronary catheterization procedure on (B)(6) 2012. Access was obtained at the common femoral artery. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site, and the vessel size to be approximately 7 mm. Following the procedure, the physician selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device lost pressure during pull back (2nd stop), and the device pulled out through the arteriotomy. The pt was converted to approximately 20 minutes of manual compression. Hemostasis was achieved. No further info is available.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 5 mm from balloon proximal tip. No other source of leak was identified. Based on the info provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (f1128509) indicated that the mynx lot met all established performance criteria prior to shipment.